Event description:
A caller reported experiencing two alarms, identified as alarm 2 and alarm 26, due to an occlusion issue. There was no reported adverse impact to the customer's blood glucose level. Despite following instructions to adjust the tubing and deliver a bolus, the occlusion alarm recurred. Ultimately, the blockage was identified in the cartridge, and the customer switched out supplies accordingly, allowing them to continue with insulin therapy using novolog/insulin aspart without further issues.